Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6)2026, the patient reported that prior to losing consciousness, the CGM displayed a glucose reading of 47 mg/dL. The patient stated that he was unable to perform a fingerstick BG measurement before the event. According to the patient, his son later reviewed home CCTV footage and observed the patient lying unconscious on the living room floor. The patient's son immediately contacted emergency services, and the patient was transported to the hospital for evaluation and treatment. The patient reported having no recollection of the events surrounding the incident and was unable to recall any CGM or fingerstick BG values obtained during the hospitalization. The patient also stated that he did not maintain records of his glucose readings. During the hospitalization, the patient's son reported that glucose levels were closely monitored and that insulin was administered; however, details regarding dosage and frequency could not be provided. The patient remained hospitalized until (b)(6)2026, at which time he was discharged in stable condition. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine¿ and stated that he was focusing on recovery while following his physician's discharge plan and recommended follow-up care. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).